Event description:
It was reported a patient's implantable cardioverter defibrillator presented with inaccessible diagnostic data. Episodes would be cleared after a transmission was sent. No changes were reported. The patient was stable.